Event description:
Cnm (certified nurse-midwife) was completing a 2nd degree repair and was on the last stitch when the needle detached from the suture. The patient perineum/bed/room was examined by 2 cnms and multiple rns. The needle was unable to be located. The delivering cnm ordered a stat x-ray to identify if the needle was left in the patient. Patient returned to the or for removal of the needle from the vaginal wall. There did not appear to be any defect in the needle at the time of removal.